Manufacturer narrative:
(B)(4). Results of investigation: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a miscalibration of the touchscreen.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) touch screen is unresponsive to touch. The customer stated there was no patient involvement associated with this event.